Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Event description:
The customer questioned inr results for 3 patients tested on coaguchek xs plus meter serial number (B)(4) compared to the stago neoplastine method. Based on the data provided, the results for 2 patients were discrepant. Patient 1 initial result on the meter "in the morning" was 6.5 inr. Blood was drawn within "a few minutes" and the laboratory result was 4.26 inr. The patient was given an oral dose of vitamin k and advised to hold coumadin for 1 day. The patient is in "normal" condition for him. Patient 1 therapeutic range is 2.0 - 3.0 inr. On (B)(6) 2018 patient 2 (female with date of birth of (B)(6)) initial result was 5.4 inr. Blood was drawn within "a few minutes" and the laboratory result was 4.01 inr. The patient was advised to hold coumadin for 3 days. The patient is in "normal" condition for her. Patient 2 therapeutic range is 2.5 inr - 3.5 inr. There was no allegation that an adverse event occurred for either patient. The customer runs controls daily on the meter which have passed. The test strips were requested for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.